Manufacturer narrative:
Patient identifier multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer reported (B)(6) architect anti-hbc results on two patients. The results provided were: sid (B)(6) with lot 95531li00 = (B)(6) / with lot 01758be00 = (B)(6) / with lot 94286li00 = (B)(6); sid (B)(6) with lot 95531li00 = (B)(6) / with lot 94286li00 = (B)(6) / with lot 01758be00 = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets was performed for the architect anti- hbc ii assay, lot number 95531li00 which found normal complaint activity for the customer issue. A review of tracking and trending report was also performed and did not identify any related trends. Using a retained kit of lot 95531li00, testing was performed in a sensitivity set up by calibrating 3 instruments. The calibration met instrument specifications and all control values were within criteria. The clinical sensitivity was also evaluated by testing two commercial seroconversion panels. When the results were compared with historical architect anti-hbc ii data, it was noted that the likely cause lot detected the same bleeds as reactive. Manufacturing documentation was reviewed and did not identify any issues. Lastly, a review of product labeling was performed and concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbc ii assay.